Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed filler fan motor bearing. During evaluation, it was confirmed that the very loud noise emanating from the chiller fan area after the chiller started up then faded in and out in intensity. When the chiller fan started, the noise was present and faded after the fan ran for a couple minutes and warmed up. Chiller assembly was replaced. The usb connector cover is missing. Two control panel bracket screws backed out of the control panel / bracket allowing the speaker side of the bracket to rest up against the side of the chiller housing. Reinstalled the two screws in the control panel bracket and ensure all other screws are sufficiently tightened. Replaced the missing usb cover. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A device history record is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: ¿warnings ¿ do not use the arctic sun¿ temperature management system in the presence of flammable agents because an explosion and/or fire may result. ¿ do not use high frequency surgical instruments or endocardial catheters while the arctic sun¿ temperature management system is in use. ¿ there is a risk of electrical shock and hazardous moving parts. There are no user serviceable parts inside. Do not remove covers. Refer servicing to qualified personnel. ¿ power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade.¿ ¿ when using the arctic sun¿ temperature management system, note that all other thermal conductive systems, such as water blankets, water gels, and patient coverings in use while warming, cooling, or not delivering therapy with the arctic sun¿ temperature management system may actually alter or interfere with patient temperature control. ¿ do not place arcticgel¿ pads over transdermal medication patches as temperature can impact drug delivery rate, resulting in possible harm to the patient. ¿ the arctic sun¿ temperature management system is not intended for use in the operating room environment. ¿ protection of mechanical equipment against the effects of the discharge of cardiac defibrillators is dependent upon the use of appropriate cables. Use of temperature cables listed in the system components section of the operator¿s manual is recommended. ¿ portable rf communications equipment (including peripherals such as antenna cables and external antennas) should be used no closer than 30 cm (12 inches) to any part of the arctic sun¿ temperature management system, including cables specified by the manufacturer. Otherwise, degradation of the performance of this equipment could result.¿ the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was making a loud noise that seemed to emit from the chiller area. The mss stated that they would replace this device and return for a warranty repair. Per follow up information received on (B)(6) 2021, the biomed stated that there was no patient involvement. The arctic sun device was found in the storage and was turned on to find the noise. The device will be sent to the depot for repairs.